Manufacturer narrative:
The explanted lead was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief and spasms caused by stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.